Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient experienced a line blocked alarm on (B)(6) 2026, which was resolved by replacing both the cassette and the infusion set. The patient stated that the affected components were no longer available for return. The patient reported requiring cassette and infusion set changes every 1.5¿2 days due to insulin requirements and confirmed that the prescription reflects 1.5-day supply changes; however, the patient indicated difficulty obtaining more than one refill kit to date. The patient confirmed having multiple daily injection supplies available in the event of running out of pump supplies. The patient was advised to contact the specialty pharmacy regarding supply concerns and was informed to contact inside sales for further assistance if needed. A replacement was requested for the reported line blocked alarm event, and shipping details were confirmed. The event occurred during infusion. The operator of the device was the lay user or patient. There was no patient injury. The patient is a non-hispanic/latino, 46-year-old male, weighing 268 lbs.